Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. A visual inspection of the device revealed no anomalies. The available data were thoroughly inspected. The recorded secgs documented a loss of signal since on (B)(6) 2024. The root cause of these observations was not determinable. However, it cannot be excluded that external influences such as strong electromagnetic fields, like an MRI, contributed to the observation. During the further course of the analysis the device could be re-initialized successfully without any difficulties. Afterwards the device was working as specified. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction.

Manufacturer narrative:
We received your event description for the device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device was explanted due to loss of sensing. Patient did not have any cardio versions. Device was still transmitting on home monitoring and interrogating but had zero sensing. No adverse patient events were reported. Should additional information become available, this file will be updated.